Manufacturer narrative:
The product was discarded by the customer. The product was not returned for eval. Root cause is unk. The supplier was notified of the issue for further eval. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported a potential chemical hazard when act 5diff wbc lyse reagent leaked. A small amount had leaked. There was very slight exposure to the act 5diff wbc lyse reagent. There was no exposure to open lesions, mucus membranes, or eyes. Operators were not wearing appropriate personal protective equipment of lab coat and gloves. Medical attention was not required. No reports of death or serious injury, and no affect to operator safety as a result of this event.